Event description:
It was reported that there was a break in the distal end of the catheter. The catheter was cut by the spinous processes per the healthcare professional (hcp) that worked with the surgeon. A dye study and x-rays were performed. No patient symptoms were reported and the patient was alive with no injury. The issue was not yet resolved at the time of this report; the patient was scheduled for surgical catheter revision (B)(6) 2015. The return status of the catheter was undetermined. The pump was used to infuse baclofen (lioresal). No outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that the catheter was intact at the revision, and the surgeon decided to replace the entire catheter with a new ascenda catheter. A complete removal of the existing catheter was done, and was replaced with a new catheter. No segments were left in the intrathecal space. No additional actions or interventions were performed. The patient outcome was not known.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was experiencing spasticity/spasms. A surgical intervention occurred. It was "unknown/not likely" that there had been catheter segments left in the intrathecal space, as a new system was put in place with a new catheter. The patient recovered without permanent impairment.